Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft breaks occurred. A 3.0mm x 150mm x 150cm sterling sl balloon catheter selected for use. During removal from the patient, the device broke into four parts. No patient complications were reported.